Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a stage 1 of diffuse lamellar keratitis (dlk) with infection/inflammation symptoms on both eyes (ou) at 1 day post-operative exam. The patient commented on being asymptomatic. Oral steroids (medrol dosepak) were prescribed and topical steroid drops were increased to resolve symptoms. Bcva from (B)(6) 2016: right eye pre-op 20/25 -2.50 x -.75 x 35, left eye pre-op 20/25 -3.50 x -.50 x 165.